Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced capsular contracture, baker grade 3 on the left side post-operatively, which was confirmed via an office exam. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 19, 2022, mentor became aware of an updated date of explant. The patient's baker grade level was upgraded to 4. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 14, 2023, mentor received a new date of explant. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).